Event description:
Malfunction of bovie hand piece during surgery. When the doctor would use the monopolar hand held bovie that comes in our medline surgical packs, the current would arch over to the bipolar tip causing sparks.======================health professional's impression======================I was told this is the third one that has malfunctioned. This is the report for the second device. The third device was thrown away before realizing it should have been reported.